Event description:
On (B)(6) 2013, mckesson customer support rec'd a report from (B)(6) hospital that an echocardiography procedure performed on (B)(6) 2013 did not show up in the physician search results. The pt was discharged from care on (B)(6) 2013 and subsequently passed away. The procedure was identified and reviewed by a physician on (B)(6) 2013.

Manufacturer narrative:
The device performed as intended and designed. Mckesson's investigation revealed that a user did not follow the customer's established workflow of assigning a physician user group to the procedure. Therefore the procedure did not appear in the relevant search results. The procedure appeared in the "un-finalized procedures" report generated by the statistical reporting tool. This report is automatically generated twice weekly and distributed via e-mail to the administrator user. The procedure could have been discovered by reviewing the statistical report or by using other search criteria such as "un-finalized" procedures.